Event description:
The neurologist reported that the patient recently went a an ent physician and was diagnosed with vocal cord paralysis. The patient's sister reported that the patient has been experiencing problems with large quantities of mucous and vomiting. The sister reported that the nueorlogist does not think that this is related to vns. The sister reported that this has been ongoing for approximately 3 years. The sister reported that an ent diagnosed the patient with left vocal cord paralysis and that the patient will be taken to another specialist soon regarding his vocal cord issue. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Attempts to the implant facility to obtain lead product information were unsuccessful. The facility does not store records over 10 years old.